Manufacturer narrative:
This report is submitted on april 04, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of the implant (specific date not reported). It was also reported that there is an infection at the implant site (specific date not reported). The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was hospitalised overnight (specific date not reported) for an IV antibiotic treatment (specific date and duration not reported). This report is submitted on june 12, 2023.